Event description:
Suture breakage post-op requiring re-op to repair. 17 suture lots were returned for eval due to the fact that the user facility does not know what sutures are in question. Lots may represent what was used during surgery. Re-op to repair occurred 10 days after initial colon resection due to wound dehiscence. Internal control number is: 9600606-00.

Manufacturer narrative:
H6- representative samples of the returned product were tested for knot pull tensile strength and the results obtained were above the co's requirements, which always equal or exceed the minimum usp requirements.